Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was set to the incorrect calibration code number. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged issue began on (B)(6) 2016. The patient informed the csr that she manages her diabetes with a fixed dose of insulin and denied taking any action in regards to her usual diabetes management regimen due to the reported issue. The patient stated that immediately after becoming aware of the calcode being incorrect she developed symptoms of feeling ¿clammy and sweaty.¿ the patient denied receiving medical treatment. At the time of troubleshooting, the csr assisted the patient with changing the code number on the subject meter. The alleged issue was resolved with training. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.